Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by abdominal pain. The breach in aseptic technique was not further described. On the same day as the event, the patient was hospitalized due to another indication and was later discharged on the same day however, it was not reported if the patient was hospitalized for the peritonitis event. On the same day as the event onset, the patient was treated with vancomycin injection (5ml, once in 3rd day, ongoing) and cefixime injection (5ml, per day, ongoing) for peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by abdominal pain. The breach in aseptic technique was not further described. On the same day as the event, the patient was hospitalized due to another indication and was later discharged on the same day however, it was not reported if the patient was hospitalized for the peritonitis event. On the same day as the event onset, the patient was treated with vancomycin injection (5ml, once in 3rd day, ongoing) and cefixime injection (5ml, per day, ongoing) for peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.